Event description:
Same case as MFR report #: 2134265-2008-04192, -04193. Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, a wire was sheared by an ultra2 cutting balloon, a taxus express2 stent migrated, and a maverick2 balloon ruptured. During the percutaneous coronary intervention, the lad (left anterior descending) lesion was attempted to be dilated. In these attempts, an ultra2 cutting balloon was used. However, when another manufacturer's wire was withdrawn across the ultra2 cutting balloon, the tip of the guidewire was sheared. The balloon and guidewire were removed and the tip fragment was successfully retrieved. The lesion was re-wired and a 3.5x28mm taxus express2 drug eluting stent was advanced to the lesion. When the stent was deployed, there was "slight slippage" distally leaving a small portion of the lesion uncovered. A second taxus express2 stent was deployed in an overlapping fashion to cover this portion of the lesion. Both stents were postdilated with an "excellent" result. The physician then began treatment of the rca (right coronary artery). The rca lesion was predilated with a 2.5x20mm maverick2 balloon, however, the balloon ruptured. There was evidence of an air embolus distally following the rupture. The patient experienced st elevations and ventricular ectopy, but remained asymptomatic. The lesion was dilated again with good result and the patient received a study stent in the rca lesion.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.